Event description:
It was reported that the thin wire depth gauge (with sleeve and calibrated 10mm to first and 5 mm each line thereafter) was found in the screw instrument tray broken in half. This depth gauge is approximately 7 yrs old.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.